Event description:
There was allegation of device malfunction ¿ it was over delivery. Low was treated with some food and glucose tablet. Customer did not use glucagon. Troubleshooting was done. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch. Please see below for the first ten boluses listed on the event date 18-jan-2025 in the pump history file. On (B)(6) 2025 00:02:01.000 normal bolus delivered (220) systemtime = (B)(6) 2025 00:02:01.000. Bolus programming method: cl1microbolus (5), bolus amount delivered: 2500 (0.25 u) , on (B)(6) 2025 00:08:09.000 normal bolus delivered (220), systemtime = (B)(6) 2025 00:08:09.000. Bolus programming method: cl1autobolus (9), bolus amount delivered: 19250 (1.925 u) , on (B)(6) 2025 00:12:29.000 normal bolus delivered (220), systemtime = (B)(6) 2025 00:12:29.000. Bolus programming method: cl1autobolus (9), bolus amount delivered: 9250 (0.925 u) , on (B)(6) 2025 00:17:07.000 normal bolus delivered (220), systemtime = (B)(6) 2025 00:17:07.000. Bolus programming method: cl1microbolus (5), bolus amount delivered: 3750 (0.375 u) , on (B)(6) 2025 00:22:51.000 normal bolus delivered (220), systemtime = (B)(6) 2025 00:22:51.000. Bolus programming method: cl1autobolus (9), bolus amount delivered: 14750 (1.475 u), on (B)(6) 2025 00:27:00.000 normal bolus delivered (220), systemtime = (B)(6) 2025 00:27:00.000. Bolus programming method: cl1microbolus (5), bolus amount delivered: 1750 (0.175 u), on (B)(6) 2025 01:06:55.000 normal bolus delivered (220), systemtime = (B)(6) 2025 01:06:55.000 bolus programming method: cl1microbolus (5), bolus amount delivered: 1000 (0.1 u) , on (B)(6) 2025 01:14:19.000 normal bolus delivered (220), systemtime = (B)(6) 2025 01:14:19.000. Bolus programming method: cl1autobolus (9), bolus amount delivered: 37000 (3.7 u) , on (B)(6) 2025 01:16:57.000 normal bolus delivered (220), systemtime = (B)(6) 2025 01:16:57.000. Bolus programming method: cl1microbolus (5), bolus amount delivered: 1500 (0.15 u), on (B)(6) 2025 01:22:27.000 normal bolus delivered (220), systemtime = (B)(6) 2025 01:22:27.000. Bolus programming method: cl1autobolus (9), bolus amount delivered: 8750 (0.875 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, delivery anomaly-possible over delivery. The customer reported blood glucose value of 62 mg/dl. The customer reported hypoglycemia treated with glucagon, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump was over delivering. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.